Manufacturer narrative:
Pharmacovigilance comment: the reported events abscess, infection and pain are already addressed in the label. Lot number was provided and a batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. No information was provided on treatment indication and the injected area(s), the patient's medical history, previous filler treatments, or the exact location on the larynx affected. Request for additional information has been performed without any success. Based on the limited information, a causal relation to the treatment procedure cannot be excluded. This is likely to be a case of perioperative infection. Based on the limited information, the company has assessed this case as fulfilling the criteria for regulatory reporting due to hospitalization and intervention to prevent a serious deterioration in the state of health.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2015 by a pharmacist which refers to a female aged (B)(6). The reporter called the (B)(6) call center to obtain medical information. During the conversation an adverse event was identified. The following information was provided by the reporter. No information was provided on the patient's medical history, concomitant medications, allergies or previous filler treatment. On (B)(6) 2014, the patient received treatment with restylane lidocaine lot number 12318-1 for an unknown indication and to unknown area(s) with unknown needle and technique. Seventeen days later, on (B)(6) 2014, the patient experienced laryngeal abscess (pharyngolaryngeal abscess). The reporter stated 5-6 days before the abscess developed the patient experienced symptoms. The reporter stated the patient was taken to the operating room for aspiration of pus and IV vancomycin [vancomycin] and zosyn [piperacillin sodium] [tazobactam sodium] were started. The patient was then transitioned to oral augmentin [amoxicillin sodium] [clavulanate potassium] and discharged on (B)(6) 2014. Twenty one days later, on (B)(6) 2014, the patient went back to the hospital due to re-occurence of pain (pain). The patient went to the or for incision and drainage. The reporter stated no pus was found and it was presumed to be a hematoma infection (haematoma infection). The patient received IV vancomycin [vancomycin] and zosyn [piperacillin sodium] [tazobactam sodium], and was transitioned to flagyl [metronidazole] and levaquin [levofloxacin]. The patient was discharged on (B)(6) 2014 and has been doing well since. The reporter did not have any additional information and does not wish to be contacted for additional ae information. At the time of the report the laryngeal abscess was recovered/resolved. At the time of the report the pain was recovered/resolved. At the time of the report the hematoma infection was recovered/resolved. The reporter has assessed the laryngeal abscess (pharyngolaryngeal abscess) as possible related to treatment with restylane. The reporter has assessed the pain (pain) as conditional / unclassified related to treatment with restylane. The reporter has assessed the hematoma infection (haematoma infection) as conditional / unclassified related to treatment with restylane. The company has assessed the laryngeal abscess (pharyngolaryngeal abscess) as unassessable / unclassifiable related to treatment with restylane. The company has assessed the pain (pain) as unassessable / unclassifiable related to treatment with restylane. The company has assessed the hematoma infection (haematoma infection) as unassessable / unclassifiable related to treatment with restylane.